Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent audio optput. The root cause was determined to be a defective speaker sub-assembly.

Event description:
Consumer reported intermittent audio output alert. The consumer did not report any medical intervention or injuries.